Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during a routine device change out procedure the right ventricular (rv) lead could not be removed from this pacemaker after all set screws were loosened. Saline was injected into the rv port and the lead was successfully removed. It was reported the patient is pacer dependent. No adverse patient effects were reported.